Event description:
It was reported that the device's 12-lead reading could not be captured. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.